Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer assisted to trouble shoot. Customer was able to cleared alarm and able to complete rewind, but self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace pin. Device passed the displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay.